Event description:
The customer reported the radical-7s' "mode changed unintentionally." Per additional information from the customer, "the mode automatically switches from pediatric mode to neonatal mode." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. Throughout testing and after each power cycle, the device remained in pediatric mode. The device was confirmed to be functioning as designed. Health effect impact code: no adverse event; no patient impact. E1: initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Manufacturer narrative:
Other, other text: device evaluation is anticipated. When the device is evaluated or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the radical-7s' "mode changed unintentionally." Per additional information from the customer, "the mode automatically switches from pediatric mode to neonatal mode." There was no patient impact or consequence reported.